Event description:
It was reported that the procedure was cancelled. A rotapro 1.50mm was selected for use in a rotablation procedure. During the procedure, the healthcare provider (hcp) went to platform outside the body and the rotations per minute (rpm) fluctuated, with large discrepancies. The rpm would not steady at one speed. The gas measurements appeared normal. The hcp turned off the device, disconnected, and turned off the gas, then reconnected everything. The same issue occurred. At this point, the physician ended the case and rescheduled for the following week, with another physician. No patient complications were reported. It was further reported that they tried to platform at 160,000 rpms however the speeds were fluctuating and the speed could not be reached.

Manufacturer narrative:
Device evaluated by manufacturer: the burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft; however, the drive shaft was unable to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the device did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected and the turbine was found to be corroded. Additionally, a video from the procedure was reviewed, and the console showed that the speed was unstable and had drastic changes in the speed when the adjustment knob on the console was turned counterclockwise. Thus, confirming the reported unstable speed.

Event description:
It was reported that the procedure was cancelled. A rotapro 1.50mm was selected for use in a rotablation procedure. During the procedure, the healthcare provider (hcp) went to platform outside the body and the rotations per minute (rpm) fluctuated, with large discrepancies. The rpm would not steady at one speed. The gas measurements appeared normal. The hcp turned off the device, disconnected, and turned off the gas, then reconnected everything. The same issue occurred. At this point, the physician ended the case and rescheduled for the following week, with another physician. No patient complications were reported.